Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing cuff was removed and a new component of the same size was implanted in the same spot. The physician did not believe the initial cuff was of the incorrect size or implanted in an incorrect position. The patient was expected to fully recover following the intervention.